Event description:
A malfunction was reported with the customer's device. There was no adverse impact to the customer's blood glucose level. The customer had not previously reset the pump for this malfunction, so technical support provided pump reset information and assisted with resetting the pump. After resetting, the malfunction code did not recur, and the customer was informed to continue using the pump and to call back if the issue reappears.